Event description:
It was reported that the c-arm traveled to 155 degrees on it's own. No injury reported. A field engineer was dispatched to the site and determined that the c-arm side panel switches and rotational switch behind array needed to be replaced. Once this was completed the system was working as intended.